Event description:
It was reported by the distributor that a pneumatic drill oil cartridge was leaking oil. The leaking was discovered during incoming inspection. There was no patient involvement and no adverse consequences were reported.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be submitted if the product is returned, and if the investigation requires it.